Manufacturer narrative:
A philips remote service engineer (rse) confirmed the issue with the customer. It was determined that the cause of the audio issue was the speaker in which the customer had already replaced. The replacement of the speaker resolved the reported issue. Customer repaired themselves.

Event description:
The customer reported that they had intermittent sound issues. The philips remote service engineer (rse) confirmed the issue with the biomedical engineer. The biomedical engineer had already replaced the speaker. The device was in use on a patient at the time of event but there were no adverse event.